Event description:
Boston scientific received information via the patient's remote monitoring system that this implantable cardioverter defibrillator (ICD) along with a competitor's right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement. The highest value for pli was 1,816 ohms prior to the alert. Boston scientific technical services (ts) stated there were no inappropriate ventricular tachycardia (vt) or ventricular fibrillation (vf) events in the logbook indicating noise. The field representative reported that the competitor's lead was fractured. At this time, the device remains in service while the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.